Manufacturer narrative:
The tech found the plastic broken on the left head center arm of the siderail assembly. The tech replaced the center arm assembly to repair the bed.

Event description:
Info received indicates, the siderail will not latch.